Manufacturer narrative:
A defective on arrival (defoa) process was opened to address the customer's issue. Even the test were done over several days, the engineer could not reproduce the reported issue during the defect investigation. Based on the information available, the cause of the reported problem is unknown. The reported problem could not be reproduced. The customer was provided a replacement device to resolve the issue.

Event description:
It was reported the mx450 patient monitor displays a speaker malfunction error and has no sound. The device was not in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.